Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc was not starting. Upon troubleshooting actions, fse identified that the smps fan on the host pc was not rotating on power. The defective host pc was returned for analysis and concluded that the cause of the failure was due to the power supply unit (psu). Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.